Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing and inappropriate shocks. No pacing inhibition was observed. A previously capped right atrial lead was suspected to have dislodged into the ventricle which was causing the reported observations. The rv lead was replaced. No additional adverse patient effects were reported.